Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose level was 119 mg/dl. Ultimately, the customer was able to clear the alarm and resume insulin delivery.